Manufacturer narrative:
The insulin pump powered up properly. No intermittent blank display was noted. All operating currents are within specs. The pump passed self-test, displacement test, rewind, basic occlusion test and prime test. The pump was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer's wife reported via phone call indicating a blank display and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The wife stated that the screen was blank and the pump turned off. The customer received the motor error about 4 times in the last 30 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.